Manufacturer narrative:
Findings: reliability analysis: inspected 3 opened/used enlite sensors and performed bicarbonate buffer test per dop (B)(4). Two of three failed per spec. For high readings 1 remaining sensors passed per specification with accurate readings. Also found all 3 cannulas bent.

Event description:
It is reported that a customer received a lost sensor alarm on their insulin pump. The patient's blood glucose level was at 144 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The sensor may have been damaged or bent. The customer was sent a new sensor. No further information was provided.